Event description:
It was reported that at 14:30 on (B)(6) 2022, the PICC tube was placed in the normal operation, and then the puncture port was spun and compressed to stop the bleeding, and fixed with a 3m transparent dressing. At 22:00 on (B)(6) 2022, it was found that there was a lot of exudate at the puncture port. The 3m transparent dressing and spinning were immediately removed, and the tube was flushed with normal saline. It was found that there were water droplets at the exposed 2cm of the PICC tube, and the PICC tube leaked. To 2cm, replace the connector, it can be used normally, and the patient has not seen any adverse reactions.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy0096 showed one other similar product complaint(s) from this lot number.